Event description:
This is the same case and patient as MFR report # 3005099803-2011-02493. This report pertains to the second of two devices. It was reported to boston scientific corporation that a solyx single incision sling system was used during a transvaginal solyx procedure on (B)(6), 2009. According to the complainant, the patient experienced permanent injuries (exact date unknown). The details of the injuries are unknown. Attempts to obtain additional information have been unsuccessful to date. Should additional details become available, a supplemental report will be submitted.